Event description:
On (B)(6) 2013, high impedance was reported as seen during two system diagnostics. There was no known trauma or manipulation. The device was disabled on (B)(6) 2013. Ap and lateral chest and neck x-rays were received on (B)(6) 2013 and reviewed by the manufacturer. The reporter indicated a suspected lead fracture just distal to the anchor tether. Review of x-rays showed that the generator appeared to be normally placed in the left chest. The lead pin appears fully inserted into the connector block. Feedthru wires appear intact. The lead wires at the lead pin appear intact. The lead extends from the lead pin and traces behind the generator. This segment cannot be assessed. The lead then routes upward toward the electrodes. The electrodes appears aligned. There is a suspect area of continuity at the location noted with the x-rays: just distal to the anchor tether. Due to image quality, a lead fracture cannot be confirmed. Based on the images provided, the suspect area of continuity may be the cause for the high impedance. The presence of a micro-fracture in the lead or a discontinuity in the lead portion not visible (behind the generator) cannot be ruled out. This assessment is also limited by image quality.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent lead replacement on (B)(6) 2014 due to lead discontinuity. The lead was received for analysis on (B)(6) 2014. An implant card was received which confirmed that only the lead was replaced. The lead impedance was not marked. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the returned lead portion was completed on 03/06/2014. During the visual analysis of the returned 150mm portion the negative green electrode quadfilar coil appeared to be broken at the distal end of the anchor tether and at approximately 1mm from the distal end of the anchor tether. Scanning electron microscopy was performed on the negative green electrode quadfilar coil break (found at the distal end of the anchor tether ) and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Two broken coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type with evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. One of mechanically damaged broken coil strands had fine pitting and the other had no pitting. The last broken coil strand was identified as having evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture and no pitting. Scanning electron microscopy was performed on the negative green electrode quadfilar coil break (found at 1mm from the distal end of the anchor tether) and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and residual material. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.